Event description:
The patient reported that a skin irritation causing slight blood, severe rashes and a bump had occurred while wearing the Pod longer than 48 hours on their leg. The affected area covered multiple areas of the patient¿s body, so for the time being the patient is not using the Pods. As a backup method, the patient will be using insulin pens. The patient visited a walk-in clinic and was prescribed steroids, topical cream, and an oral medication. No medication names were given. No blood glucose levels were mentioned.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone15.2.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.